Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient fell down a flight of stairs and hit her ipg. Since that time, the patient's recharge burden has increased. Diagnostic testing revealed normal impedance readings. X-rays were taken and no anomalies were observed. Surgical intervention was undertaken and the patient's scs system was explanted and replaced. The patient reported effective stimulation coverage post operative.